Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis, which manifested by abdominal pain and cloudy drain fluid. On an unknown date, the patient had a break in aseptic technique during therapy. The patient was hospitalized on the same day as the peritonitis on set. On an unknown date, the treatment for peritonitis included ceftazidime and cefazolin (dose, frequency and route not reported). On an unreported date, the retraining on proper aseptic technique was started. The outcome of the peritonitis was not reported. Additional information was requested, but is not available at this time.